Event description:
It was reported that the patient had decreased energy and slow heart rate that caused them to cancel a surgery. The patient has varying heart rate and partial plus feature had been turned on for far field rwave oversensing on the right atrial lead. It was further reported that the right ventricular lead may periodically be oversensing the twave. The sensitivity was adjusted and the leads are still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient had decreased energy and slow heart rate that caused them to cancel a surgery. The patient has varying heart rate and partial plus feature had been turned on for far field rwave oversensing on the right atrial lead. It was further reported that the right ventricular lead may periodically be oversensing the twave. The sensitivity was adjusted and the leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4) performance data received from the device was analyzed and revealed right ventricular twave oversensing.